Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the reported event of the patient receiving static shocks from their system controller while connected to the mobile power unit was not confirmed as no products were returned for evaluation. The submitted log file contained approximately 2 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. The system controller was not returned for analysis. Additional information provided stated that no products were exchanged. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08feb2018. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿, subsection ¿static electricity¿ states that static electricity occurs when two objects come into contact. You can receive a static shock when doing things such as: folding or changing bedsheets, taking laundry out of a dryer, dragging your feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. Use cotton fabrics where possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. You can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on your skin, and cotton fabric clothing and bedsheets. The heartmate patient handbook section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received static shocks from the controller while attached to mobile power unit. The patient this started happening after the controller's backup battery was replaced. The patient did not notice the shocks while on batteries. The internal battery was inspected and there were no visible issues observed. Log file review did not show unusual events. Related manufacturer report number # 2916596-2021-03488.